Event description:
Country of complaint: (B)(6). During a hernioplasty with mesh, four premilene sutures with different batches and references broke. All of them when suturing skin when they broke, detaching the needle from the thread or breaking the thread at the end.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open racepack there are no previous complaints of this code/batch. There are no units in OEM stock. Received 1 open sample mixed with other two samples of premilene (with different batch). The open samples are empty. There is only a detached needle and a piece of thread broken near the needle (3 cm approx). Without any closed samples a proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Regarding the needle detachment defect, the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.